Event description:
The pt had been admitted to the hospital on (B)(6) 2013 because he complained symptoms. Atrial lead impedance fluctuation was confirmed on impedance trend curve on (B)(6) 2013. Noise sensing was also confirmed in mode switch episodes saved in the memory. The pacemaker was checked again on (B)(6) 2013 and normal values were obtained all this time.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.